Event description:
It was reported to philips that the allura device failed to fluoroscopy when commanded. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that there was an issue with the tube. The tube was replaced and the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event and the procedure was continued using large focus. Philips field service engineer (fse) inspected the system onsite and confirmed that the device is unable to process fluoroscopy. Upon further inspection, the fse found that the device cannot perform fluoroscopy due to tube defective. Fse replaced the tube. After replacement of the tube, the system was returned to use in good working order.